Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a broken catheter was inconclusive because no sample was returned to vad for evaluation. Based on the description of the reported event, possible contributing factors include sharp instrument damage and excessive tensile force; however, the lack of a returned sample prevented both confirmation of the reported event and identification of a root cause(s). Consequently, this complaint is inconclusive at this time. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) of rebq2021 showed no other similar product complaint(s) from this lot number. Device not returned to facility.

Event description:
It was reported that the catheter broke during removal. They removed the broken portion radiologically.